Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. It was reported that the customer would continue to use their current pump for diabetes management while the replacement pump arrived. No additional information regarding this event was provided.